Manufacturer narrative:
(B)(4).

Event description:
The customer obtained an erroneously high accutni result above the ami cutoff for one patient sample. The sample was repeated in duplicate on the customer's other dxi 800. These results recovered lower, within the normal reference range of the assay. No root cause has been determined for this event.